Event description:
In 2008, the international distributor reported that during a l4-l5 fusion surgery on the month before, a cage broke when inserted. Additional information received in 2008 via email, the distributor reported that the cage broke during impaction. The surgeon intervened by explanting the cage, and implanted another one to finish the case as intended.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending upon the return of the product.